Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the customer, the same patient underwent another tpe procedure later on (B)(6) and complained of hives, lightheadedness, shortness of breath, pallor and dizziness. The attending physician ordered 50mg IV benadryl. This medication was administered in response to the patient's reaction and not part of a planned protocol. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. The disposable lot query was performed for lot: 2011033130 and no similar reported occurrences were received against this lot to date. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the patient's reaction include but are not limited to: ac management during the procedure, - the length of the procedure and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure on a patient with focal segmental glomerulosclerosis (fsgs), the patient experienced shortness of breath and was diaphoretic, pale, and fainted. He was given oxygen (15 l per min non rebreather) and recovered. Per the customer, the patient recovered. He was inpatient and remained inpatient. Calcium gluconate was administered prior to the procedure at a rate of 25mg/kg/hr for the duration of the procedure for a total of 4480mg the disposable set is not available for return because it was discarded by the customer.